Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporting facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were unable to reproduced due to a system error 105 that prevented further evaluation. Air in line alarms were verified through a review of the event history log and found to be caused by cracks in the ultrasonic sensor flex tail. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.